Event description:
It was reported that the customer was having trouble with glucose sensor calibration. The blood glucose level was incorrect and thus a new sensor is being sent out with no return needed. Customer's blood glucose level was 106.2 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.